Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. Visual inspection, power on self-test, battery test and an alarm log review were performed. During the power on self test and battery test the battery low alarm was identified. The cause of the alarm was a low battery. The battery was replaced to correct the condition. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During on-site service, a baxter service technician experienced a battery low alarm on a flogard infusion pump. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.